Manufacturer narrative:
H6, medical device problem code: a1414, priming problem, has been added.

Manufacturer narrative:
Correction: d6a and d6b should have been left blank on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D9. Is device returned to manufacturer? And date device returned to manufacturer added. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the purge cassette and purge fluid detection issues on ic3460 could not be determined due to the inability to reproduce.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the purge cassette was inserted but not recognised. The automated impella controller (aic) displayed the following alarm: purge fluid not recognized. Neither the cassette nor the purge line were flushed. The purge cassette was then replaced and the procedure could continue. The pump could then be flushed and implanted without any problems. The patient suffered no harm. The customer said that this problem has occurred several times on this aic. Therefore, is sending the aic in for inspection.